Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an open irritation under his left breast. The patient's doctor instructed the patient to leave the device off to let the skin heal and to use lotion. Follow-up indicated that the irritation was improving.